Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 325 m/dl at the time of incident. Troubleshooting found that the customer's doctor indicated that the pump should be replaced due to a crack in the pump housing. Customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump was received with a severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip. No chip on battery compartment or on reservoir compartment noted.